Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the implantable neurostimulator (ins) was removed due to infection. The infection was caused by(B)(6) in the ins pocket. The lead remained implanted because it wasn't infected and the ins was to be replaced in the future. No further information was provided. A follow up report will be sent if additional information is received.